Manufacturer narrative:
(B) (4). (B) (4). Patient information requested. Event logs and data set have been received for evaluation. A follow up report will be submitted with the investigation findings.

Event description:
Customer reported over infusion of versed in an ICU patient. Stated intended infusion rate was 3 ml/h and should have lasted about 14 hours, but was found empty after 2 hours when nurse responded to an air-in-line alarm. About 70 ml of the medication was infused. Patient's blood pressure decreased and fluid bolus was given with success. There was no adverse patient sequelae. No additional information was provided.